Event description:
It was reported to the biomedical engineer that the epg (external pulse generator) shut off. The biomedical engineer could not replicate the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment; epg shuts off. It was found that the upper case, side bail covers, ring cover, and battery drawer were broken. The lower case was broken, corroded and contaminated. The display lens was cracked and the ring was bent. The battery release was contaminated and the battery contacts were compressed. The lead flex cover and battery flex were corroded (might case the device to shut down).